Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event: the device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. Prior to the reported treatment the customer planned the treatment already once before but cancelled the treatment after successfully reaching a valid suction one and two. The treatment was canceled before laser ablation started. It is not apparent from the logfiles, why the treatment was aborded. The beam control check resulted in a correction of plus thirteen microns. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was one thirty microns which is the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - product met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported due to formation of large bubbles, laser emission could not be performed at that area resulted in incomplete flap additionally inseparable part was cut using a crescent knife and a golf scalpel. The surgery was completed and there was no patient harm. It was also reported that the variability in flap thickness noted that the actual flap thickness was approximately ten to twenty microns greater than the planned flap thickness of one hundred thirty microns.